Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The initial result was not released and no harm was alleged. The patient sample initially generated a positive result for sars-cov-2 and an invalid result for flu a & flu b. The same sample was retested on a different platform which returned a negative result for all targets. Although requested, no run data was provided. With the available limited information, the investigation did not identify any product problem. It is possible the discrepancy between results is due to the difference in technologies between the platforms used. Assays can differ in sensitivity and their ability to detect viral load.

Manufacturer narrative:
A customer alleged a false positive result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The initial result was not released and no harm was alleged. Although requested, no run data was provided. With the available limited information, the investigation did not identify any product problem. It is possible the discrepancy between results is due to the difference in technologies between the platforms used. Assays can differ in sensitivity and their ability to identify viral load. (B)(4)